Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was not doing well on his new insulin pump and the glucose monitor. The customer believes his device may be over delivering and his sensor glucose readings are off by 100 to 200 points. He stated that his sensor would read 75 when his blood glucose would be 370mg/dl. The customer stated that the predictive highs and lows were driving him crazy because his blood sugar would be 200 and the predictive low alert would go off continuously. No further information was provided.